Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after a diagnostic procedure. Reportedly, all deployment steps were completed; however, hemostasis was not achieved after clip deployment. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.